Manufacturer narrative:
(B)(4). Irma cartridge lot# aiwyv. Method: actual device not evaluated (instrument). Process evaluation performed. No related ncmrs identified for the instrument. Cartridge device history records reviewed and found to meet specifications. No related ncmrs, capas, or complaint trends identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. (B)(4) has requested all data required for form 3500a.

Event description:
Healthcare processional reports lower than expected potassium (k+) result with irma trupoint blood analysis system. Patient's diagnosis is end-stage renal failure. During a 24-hour period on (B)(6) 2012, multiple tests ran at the laboratory consistently generated results of approximately 7.5-8.0 mmol/l. When testing on the irma trupoint, the result was 5.1 mmol/l. The test was not repeated on the irma trupoint instrument. Laboratory test performed approximately 1 hour later reported result of 8.3 mmol/l. Healthcare professional indicated that due to the differing potassium (k+) result, the patient's next scheduled dialysis treatment was cancelled. Quality control for potassium (k+) results, the patient's next scheduled dialysis treatment was cancelled. Quality control for potassium (k+) was performed prior to the event and results passed successfully. No adverse event(s) reported.